Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified and the root cause for the remaining foreign material could not be established. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the glue of the bending section cover and remote switch 1. The event can be detected and prevented by following the instructions for use (IFU). IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope leaked black water. This occurred during reprocessing. There were no reports of patient harm.